Manufacturer narrative:
Analysis of the instrument and instrument data indicate that cause for the discrepant depressed ecrea results is unknown. The issue resolved after recalibration with a new flex(r) reagent cartridge. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discrepant depressed results were obtained for enzymatic creatinine (ecrea) on qc and patient samples on the dimension vista instrument. The patient results were reported to the physician who questioned the results. The samples were subsequently repeated and higher results were obtained. Corrected reports were issued. It is unknown if patient treatment was altered or prescribed on the basis of the discrepant depressed ecrea results. There was no report of adverse health consequences as a result of the discrepant depressed ecrea results.